Event description:
(B)(4). Additional information was received from a consumer on (B)(6) 2016. It was reported that the pump was replaced on (B)(6) 2016 for normal longevity. Prior to the pump replacement, an alarm occurred which the patient did not hear for low reservoir volume. It was stated that the hcp was able to pull the medication out of the catheter and refill the pump in (B)(6) 2016 before it could be explanted. The issue was resolved at that time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received fentanyl, bupivacaine, and prialt (unknown concentrations and doses) in an implantable pump for non-malignant pain and failed back surgery syndrome. An empty pump alarm occurred due to a missed refill. The last refill was in (B)(6) 2016 and the pump was due to alarm on (B)(6) 2016. The patient experienced medical issues outside the realm of the device and did not show for the refill. The pump and currently been empty for approximately one month. There were no symptoms reported. The patient was also receiving oral pain medications while in the hospital. The patient was scheduled for a refill on (B)(6) 2016. The actions required included interrogating the pump and re-establishing infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.